Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose after forgetting to announce a meal and pausing the insulin pump; education was provided on proper low glucose protocol, timely meal announcements, avoiding pump pauses, and alarm settings. Symptoms included hypoglycemia with a reported blood glucose of 65 mg/dl. Outcomes included oral carbohydrate treatment with juice or glucose tablets and recovery without escalation of care. Investigation included user interview and troubleshooting focused on use errors and device operation. Investigation of this case revealed use-related error due to a missed meal announcement and pump pause, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device and therapy management.